Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that following a laparoscopic cholecystectomy procedure, the thread was broken. There was no pt consequence.